Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The cable was inserted upside down. Once corrected, a waveform appeared, and the pump calibrated successfully, passing all functional and safety checks to meet factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was then cleared for clinical service. H3 other text : the issue was addressed on call.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the nurse that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shutdown. A facetime call was made to support and was able to show the cable pump insertion. The cable was upside down, once corrected and the pump was rebooted the pump successfully resumed pumping had no aline waveform and no bp numbers. Customer is searching for a back up pump. There was no patient harm reported.